Manufacturer narrative:
Upon follow up, it was reported the leak was due to a separation. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
First name: (B)(6) phone number extension: (B)(6) address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked between tube line and drip chamber. The event occurred during priming. There was no patient involvement. No additional information is available.